Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Two x90 pedicle screws reported as 'broken capless' with a picture provided, no part # provided, no lot # provided. There was an initial surgery performed in 2013 due to what the complainant described as 'listhesis and mild kyphosis'. A revision occurred in (B)(6) 2015 due to bump at incision site, two broken screws reported found and explanted. No answer provided about surgical delay, complainant reported that the patient was, 'okay'. Revision procedure described as 'sur posterolateral fusion from l1 to l5, extraction of two fractured screws and lengthening of instrumentation with added spaces and more screws.' Revision was described by complainant as needed due to patient doing, 'heavy work and lifting of heavy goods, according to family, putting the remnant of fractured parts inside body'.